Event description:
Philips received a complaint by the customer on the v60 requesting parts ID replacement for a cpu cover tray due to thumbwheel screw that secures the v60 ventilator to the cart had broken off. It was reported there was no patient involvement at the time the issue was discovered. Per good faith effort (gfe) response, it was confirmed that the cpu tray cover was replaced because one of the mounting points¿specifically the area where a thumbwheel screw secures the v60 ventilator to the cart¿had broken off. As a result, the v60 unit was being held in place by only one thumbwheel screw instead of the required two, compromising the mechanical stability of the device on the cart. The physical failure of the mounting point caused the v60 to become wobbly on the cart. The customer replaced the cpu cover tray to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.